Event description:
It was reported by a surgeon that a drill bit broke at the tip during a surgical procedure. The broken portion of the drill remains in the patient's jaw bone. There was medical intervention, but the procedure was reported as completed successfully.

Manufacturer narrative:
The reported event that the drill fractured could be confirmed. The visual inspection revealed that the drill helix fractured near the shaft. The broken off fragment could not be retrieved and remained in the patient. Further, it was determined that the cutting edge of the drill shows damages in form of plastic deformations. The different directions of these plastic deformations indicate multiple use of the drill in several cases. Moreover, the fracture surface shows the appearance of a forced rupture caused by too high torsional forces. Summarized, based on the investigation the root cause of the drill breakage was attributed to an inappropriate user handling. Multiple use of the drill in combination with the determined different damages of the cutting edges led finally to an overload situation and breakage of the drill. Indications for any material, manufacturing, or design related issues were not found in the investigation. No preventive and/or corrective actions are deemed necessary at this time.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by a surgeon that a drill bit broke at the tip during a surgical procedure. The broken portion of the drill remains in the patient's jaw bone. There was medical intervention, but the procedure was reported as completed successfully.